Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was sticking. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 588 mg/dl. The customer contacted the healthcare provider to obtain assistance resolving bg level. Reportedly, customer reverted to manual injections for insulin therapy.